Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump had a leak in reservoir in the 1st and 2nd o ring. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that there was damage to the belt clip. The customer was assisted in troubleshooting. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir transfer guard not returned. Inspected reservoir's o-rings or stopper groove for anomalies, none were found. Ran basal, bolus leaking test per as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm insulin pump. Performed insulin pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir do not leak. (B)(4).